Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The touchscreen was tested, and the failure was confirmed. The pil found that this touch screen failed all diagnostics testing and resistance measurements which are out of specifications. This touchscreen failed due to multiple resistance measurement failures.

Event description:
Philips received a complaint from the customer on the v60 indicating that there was misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) confirmed that there was misalignment in the touch position. The fse attempted calibration to resolve the misalignment in the touchscreen but was unsuccessful. The touchscreen was replaced to resolve the issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).